Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500mg/dl and current value was 180mg/dl. The customer was treated for the high blood glucose levels but did not state how. The customer alleges that the device under delivers insulin even when they change their sets. The customer was assisted with trouble shooting and resolved the issue but he device was not returned for analysis.